Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported loose drive support cap. Customer's mother advised the insulin pump was not dropped or bumped. Customer was advised to revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.